Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery. The indication was biliopancreatic derivation. What color setting was used? The color used was blue. Was the device used to create the common channel and close the common opening? Yes, was used to create de common channel. Were there any staple formation issues in initial surgery? No, there weren't. Were there any difficulties noted in using the device? There weren't any difficult using the device. What was the timing between initial and secondary procedures? 1 month. During the secondary procedure was the site of leak identified? Yes, it was identified. Were there any malformed staples identified in the secondary procedure? Yes, the staple were open. What is the current patient status? The patient currently is stable. The device is not going to be returned, because it was discarded.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color setting was used? Was the device used to create the common channel and close the common opening? Were there any staple formation issues in initial surgery? Were there any difficulties noted in using the device? What was the timing between initial and secondary procedures? During the secondary procedure was the site of leak identified? Were there any malformed staples identified in the secondary procedure? What is the current patient status?

Event description:
It was reported that after a procedure of roux en y, the surgeon used our device during a jejunal anastomosis, the patient had to be intervened for closing again, in this case with manual suture, because the staples had opened. The event occurred days after the surgery.